Manufacturer narrative:
Report date: 27sep2021.

Event description:
Customer states that the battery power source indicator was green with ac connected and when they disconnected ac the power source indicator was flashing yellow. Customer reports that the unit was alarming low battery. Patient or user involvement information is unknown, but no patient or user harm was reported. The customer spoke to a remote service engineer (rse) and said they were unable to duplicate the issue, there were no error codes in the event log, battery percentage is at 96%, and manufacture date is august 29, 2005. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer. The rse advised the customer that the battery should be replaced every 5 years and provided the rev n service guide. Rse advised customer to replace the battery and test the unit.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer but there was no response.